Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons were sticking due to which bolus was missed. The customer blood glucose level was unknown at the time of incident. The customer reported crack in casing of reservoir compartment, plastic piece broken off of reservoir and insulin pump alarm no delivery while priming also had louder rewind. The insulin pump will not be returned for analysis.